Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: thoracic lumbar interbody fusion, procedure: lumbar fusion levels implanted: it was reported that, intra-op, when breaking off lateral gold nuts on crosslink, one of the two gold nuts broke off below the designated cap. It broke at the thread levels. The product came in contact with the patient. The fragments remained in patient is unknown. No patient complications were reported.